Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ pain associated with cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included gerd, blood pressure high and obesity. Previously administered products included for birth control: iud from 2005 to 2010. Concomitant products included etonogestrel (nexplanon) from 2013 to 2016, labetalol and losartan. In 2013, the patient had essure inserted. In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/ excessive bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti x2"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), implant site pain ("pain at implant site/pain at site"), tremor ("neurological conditions or problems type: hands shake"), vaginal discharge ("vaginal discharge") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in 2017. At the time of the report, the dysmenorrhoea and implant site pain had resolved and the mood swings, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, tremor, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and headache outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, hot flush, implant site pain, menorrhagia, migraine, mood swings, nausea, rash, skin disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data, medical history and concomitant drug were added. Event injury nos replaced with hormonal changes describe: mood swings, hot flashes, vaginal bleeding, menorrhagia / excessive bleeding, infection (bladder/ urinary tract/vaginal) type: uti x2, rashes or skin conditions type, bladder disorder, urinary tract disorder, migraines / headaches, nausea, neurological conditions or problems type: hands shake, dysmenorrhea (cramping)/ pain associated with cramps, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: gerd, hair loss, pain at implant site, headaches and patient did not undergoes essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.